Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2020, the patient experienced a reaction consisted of a rash with redness and pimples under the sensor patch. The patient had itching and burning sensations in the area. Prior to sensor insertion barrier product (skinprep) was applied. The patient consulted her physician dr. (B)(6) and was prescribed an oral prescription (hydroxyzine - 90 day¿s supply) and topical products to the area (prescription triamcinolone cream, over the counter cereva cream). At that time the medical doctor (md) suggested taking the 20 mg pills for itching as needed and to use the cerave lotion and the triamcinolone cream to prep her skin to help avoid skin reactions. At the time of the call the patient was stable. No additional patient or event information is available.